Manufacturer narrative:
(B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier, age, date of birth, and weight not available for reporting. Date of infection onset is unknown date in 2017. Date of implantation is unknown. Device is not expected to return. This report is for an four (4) unknown interlocking screws. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was originally implanted with a tibial nail and four unknown interlocking screws on an unknown date as treatment for a fracture. On an unknown date, post-operative, the patient developed an unspecified infection. Reportedly, the patient had redness and swelling around the incision site. It is unknown if the patient had pain or discomfort related to this event. The patient had hardware removal surgery on (B)(6) 2017 the tibial nail and four unknown screws were removed intact. No patient harm was reported. Cultures were collected during the surgery. The procedure was successfully completed. Patient outcome was reported stable. The explanted devices were disposed. The patient will be re-nailed at a future date. This is report 2 of 2 for (B)(4). This report is for four (4) unknown interlocking screws.